Event description:
Customer was unable to record arterial pressures. During troubleshooting, clinician switched a cut cable (transducer cable) but this did not resolve the difficulty. The pump was exchanged.